Event description:
Boston scientific rec'd information that this transvenous right atrial (ra) lead exhibited loss of capture without impact on critical therapy. There were no associated pt problems or symptoms. This ra lead was subsequently replaced and discarded. If new information becomes available, an investigation will be re-opened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.